Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-sep-17 regarding a patient receiving morphine (50mg/ml at 27mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that amounts expected for residual were higher than they should be, and the hcp felt the catheter was not patent. The dosing hcp sent the patient to the surgeon, and after looking at imaging such as computerized tomography (CT) and x-ray, the hcp said he could see the catheter was cut. The cut was at the spinal incision distal from the catheter, and the hcp felt that the catheter had been cut for quite some time, but had no idea how long. The hcp was unsure what happened. It was noted that the patient was on a high dose. The hcps decided to replace the catheter and pump, but it was confirmed that there was nothing wrong with the pump. The new pump and catheter had great cerebrospinal fluid (csf). The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.